Event description:
Information received from the field notes that during a routine follow-up, intermittent loss of ventricular capture was noted. Intermittent loss of ventricular capture during atrial capture and sensing tests was noted at a previous follow-up one month earlier. A holter monitor was placed because the patient had palpitations. The monitor results found that the patient's baseline rhythm was sinus with rates between 60 bpm and 121 bpm.